Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
It was reported that a peritoneal dialysis patient was not being drained properly, experienced overfill, and was gaining weight possibly due to undrained fluid. Upon follow up with the patient's nurse, it was confirmed that the patient's doctor advised the patient to perform continuous ambulatory peritoneal dialysis in the meantime to avoid overfill. Per pd nurse the patient is doing fine now. Patient uses 1.5% and 2.5% delflex.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported that a peritoneal dialysis patient was not being drained properly, experienced overfill, and was gaining weight possibly due to undrained fluid. Upon follow up with the patient's nurse, it was confirmed that the patient's doctor advised the patient to perform continuous ambulatory peritoneal dialysis in the meantime to avoid overfill. The nurse reported the patient is doing fine now. Patient uses 1.5% and 2.5% delflex. The nurse declined to provide further patient information.